Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump for intractable spasticity and multiple sclerosis. The patient's first pump flipped over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.